Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed insulin pump had a crack on the battery compartment threads, pump was exposed to moisture and received critical pump error alarm 35-a broken force sensor was detected during seating or regular delivery. The customer reported no adverse event. The event involved product mmt-1884l, mmt-7040a. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed for pump error and instructed customer that serialized device will be replaced. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return was required for mmt-7040a, mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump received with moisture damage. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to verify open book and pump error 35 alarm due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection battery tube threads - cracked and cracked case (battery tube). Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. A338-pump error 35 unable to confirmed. Cracked battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.